Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top cover, as well as cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient will be re-implanted at a later time. The recipient has healed following explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly continued to receive treatment for the infection after the explantation. The infection is now reportedly fully resolved. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.